Event description:
Consumer states her (B)(6) daughter was sitting in a chair, leaning on a heating pad for her back when she smelled burning and found the heating pad had melted. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was leaning against the pad which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.